Event description:
Device malfunction: device would not connect with sheath. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when attempting to insert the device into the sheath, a click was not heard, and the device and the sheath did not connect. The device and the sheath were removed from the pt anatomy. A second starclsoe se was used successfully to achieve hemostasis and there were no adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record for this lot did not produce any findings relevant to this report.